Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient showed degraded performance on long term follow-up visit. A part of the electrode lead can be felt under the skin, in a "well" in the skull behind the ear. During manipulation of the electrode lead, reproducible jumps in the impedances were observed. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient showed degraded performance on long term follow-up visit. A part of the electrode lead can be felt under the skin, in a "well" in the skull behind the ear. During manipulating the electrode lead reproducable jumps in the impedances were observed. Re-implantation is considered.